Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a caregiver who identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. The leak was found when the caregiver was removing the patient¿s supplies from the cycler in preparation for the patient¿s next treatment. It is unknown if the patient received any alarms during their treatment leading up to the leak. At this point in time, there has been no report of patient injury or medical intervention resulting from the leak. The cause of the leak is unknown. The patient was provided a replacement cycler and has continued with peritoneal dialysis therapy. Additional information regarding the reported incident was requested but has not been provided.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.